Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (alarm 19) during basal delivery. The customer's blood glucose was 184 mg/dl. Reportedly the customer had insulin syringes for alternate insulin therapy.